Event description:
Clinical study. Same case as 6000093-2006-01710, 01709. It was reported that 17 days after a coronary artery drug eluting stenting procedure the pt expired. The index procedure treated a denovo lesion in the distal left circumflex artery (dist cx) with successful placement of two taxus express2 drug eluting stents of size 2.50x16mm and 3.00x8mm. The procedure also treated an ostial lesion located in the proximal left anterior descending artery (prox lad) with successful placement of a taxus express2 3.00x32mm drug eluting stent. Target lesion characteristics were not provided. Heparin and gp2b3a was administrated during the procedure. There were no reported complications. Pt was discharged 7 days later on aspirin and plavix. Seventeen days after the initial procedure the pt expired. In the opinion of the physician the death was non-cardiac related. The pt was on aspirin and plavix at the time of the event. No further info was provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.